Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for possible high left ventricular (lv) lead threshold. Follow up concluded no intervention was performed. The lead remains in use. No patient complications have been reported as a result of this event.